Event description:
During preventive maintenance being performed by the hosp biomed dept, the air sensor of the infusion pump did not detect the presence of air with an empty IV tubing. There was no pt involvement.

Manufacturer narrative:
Evaluation results: the infusion pump has been tested by baxter healthcare. With testing the pump did recognize the presence of air in the IV tubing. The signal being received by the ultrasonic air sensor was below the required threshold and therefor properly initiated an air alarm. However the signal valve was higher than what we would normally anticipate. (A low transmitted ultrasonic signal would be associated with air in the IV tubing.) The cause of this occurrence has not been determined. This report and the customer's report of multiple occurrences of infusion pumps being affected is very unique and appears to be isolated to this hospital. This hospital performs self service. Improper servicing was clearly determined to be the cause with one of the other infusion pumps evaluated. This and other potential causes are being further investigated.